Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was running even when the surgeon did not press the switch was not confirmed. Therefore, an assignable root cause for the reported condition of unintended activation/motion was not determined. However, during evaluation, it was determined that the device had insufficient/low power, corrosion/rusting/pitting and intermittent operation. It was further determined that the device failed pretest for check speed with tachometer. It was noted that there was improper maintenance and the device had been placed in liquid. The assignable root cause was determined to be traced to maintenance. Correction: d4: incorrect UDI: the device UDI was incorrect in the initial report. The UDI has been updated (B)(4) .

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device was running even when the surgeon did not press on the switch. It was reported that there was a delay of a few minutes to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.